Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a da vinci product to perform failure analysis. The 30-degree endoscope plus was analyzed and found to have mechanical damage at the integrated connector. The cable integrated connector paddleboard exhibited mechanical damages such as scratch marks, indentations or broken or missing pieces located at the proximal end. The 30-degree endoscope plus also had cosmetic damage. During inspection of the endoscope cable integrated connector, the cable integrated connector housing exhibited discoloration. The 30-degree endoscope plus was placed through friction test using a screening aide to manually rotate the adapter to detect for friction. The camera instrument adapter did not rotate properly, and noises were heard during testing and confirmed as binding. The camera instrument adapter was removed from the endoscope housing and had the attached endoscope adapter (aea) shaft bearing contributing to friction. The complaint was confirmed by failure analysis. In addition, a response was received from the customer, and additional information was obtained about the complaint. The issue occurred after ports were placed in patient. The image was not inverted, the control on system arms was not reversed, the orientation did not change on its own, and the endoscope did not move freely with uncontrolled motion. The system recognized the correct scope, the desired orientation was confirmed and the indication of orientation was provided to the surgeon. The issue was resolved with a back up endoscope and there was no patient injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the endoscope involved with this complaint; however, failure analysis has not completed their investigation. A follow-up MDR will be submitted after failure analysis investigation.

Event description:
It was reported that during a da vinci-assisted ventral hernia surgical procedure, the 30-degree endoscope plus would not turn from 30 up to 30 down without giving a recoverable fault. The procedure was completed with no reported injury.